Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) failed to start normally. The issue was discovered by distributor and no patient was involved.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site address is: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e2. Corrected field: d4 (UDI #), d5. The field service engineer found faults in the power module. The machine screen displayed a white screen when connected to ac power or battery while powered off. Cross-testing identified that the new power module (0014-00-0033-05; serial# (B)(6)) was the defective component. Therefore, the equipment was restored to its original condition and is now functioning normally. After observing the usage conditions and ruling out abnormalities, the device is currently in use. No actual replacement was performed. The faulty power module will be returned to the manufacturer.